Event description:
It was further reported that the target lesion was predilated during the index procedure prior to taxus stent placement. Arrive 2 procedure. The target lesion was 16.0mm in length. Final stenosis was 05 after stent post dilation. Selective left subclavian angiography showd a proximal 98% in-stent restenosis in the left subclavian artery which was treated with cutting balloon angioplasty. The pt was readmitted 196 post index procedure for elective coronary angiogarphy. Gated adenosine cardiolite stress test 185 days post index procedure revealed large areas of anterolateral and inferior wall ischemia and preserved left ventricular systolic function. Cardiac catheterization on date of readmission revealed that the left main was normal, the lad had 100% ostial stenosis with distal flow via a bypass graft, and 100% occlusion of the ostial segment of the ist diag with distal flow via a bypass graft. The left cx had diffuse disease of the entire vessel with 100% occlusion of the mid segement, and the rca had diffuse of the entire vessel with 85% stenosis of the mid rca stented segment. The lima to lad was patent, the svg to rca had 100% ostial occlusion, and the svg to lcx had 100% ostial occlusion. Treatment consisted of he placement of a taxus stent to the mid rca that reduced stenosis to 0%. A renal angiogram was performed because of hypertension. The left renal artery was normal. The right renal artery had ostial-mid 80% stenosis and was treated with the placement of a stent. In the opinion of the physician there was a probable relationship between the event and the taxus stent.

Event description:
Clinical study. 196 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reintervention (tvr) of the mid right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 75% stenosed region of the mid rca. The target lesion was treated to alleviate in-stent restenosis of a previously placed stent. The physician direct stented the lesion with one taxus express2 8.8% 3.0x24 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the patient underwent a tvr of the mid rca to alleviate diffuse in-stent restenosis 196 days post index procedure. The physician treated the target lesion by implanting one taxus stent into the vessel. The patient was discharged from the hospital one day post tvr.